Manufacturer narrative:
Device was not returned for evaluation.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the surgeon insufflated using a veress needle. On the 1st puncture, the blind puncture he felt the instrument hit bone. As he withdrew the obturator the cannula quickly filled with arterial blood, so he opened the pt immediately. The safety shield had not retracted and it had lacerated the iliac artery (not sure if it was the left or right artery). The pt lost 2 litres of blood, but was fine otherwise. The procedure was completed open. Device unavailable at this point. Rep is attempting to obtain device for evaluation.